Event description:
Caller states, the aviva meter produced a result of 767mg/dl. The device's numeric reading range is 10-600mg/dl; values > 600mg/dl should display as "hi." Result was not found in device memory. No action taken on device result. No adverse event reported. Requested return of suspect device and replacement was sent.